Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced starburst, and halos around lights. Consumer's doctor did a lens exchange in both eyes with the company lens. Doctor did do a laser treatment to try to help but it made it worse both eyes. Consumer can't drive at night because of the oncoming lights and all the starbursts and halos, everything is distorted. There are two medical device reports associated with this event. This report is associated with the right eye. Additional information was requested and received that the symptoms started immediately after surgery. Has seen retinal specialist and findings were normal. Using special sun glasses to function indoors. Has left his job because of debilitating glare and impact on daily living activities. Has seen different second opinion surgeons. Has been on vuity drops with no improvement over time. Does not recommend iol exchange.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).